Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 1 cubie a3 failed. A field service engineer (fse) had found that dried liquid had been sprinkled around the front of the row. The fse had logged into hardware test application (hta) and released all cubies in drawer 1. The fse had disconnected each row of the drawer and cleaned the debris and dried liquid, then had reconnected them. In hta, that cubies lid had opened but then sensed closed. Fse had moved it to different rows, the same issue occurred. The pharmacist had taken the medication out, and fse had removed the cubie from the drawer. The pharmacist had recovered the faulty cubie by unloading the medication and then reloading it into another cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had storage space that was unable to be recovered, and it logged out each time the recovery process was performed. There were no delay or adverse events or injuries reported based on this event.